Event description:
It was reported that the right ventricular (rv) lead was dislodged which was confirmed with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable.